Manufacturer narrative:
The customer was unable to provide a meter serial number so it was not possible to determine a manufacture date.

Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 460 mg/dl. He retested using another meter and received a reading of 117 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's vision was poor, so he was not able to troubleshoot or provide the meter serial number. No product will be returned at this time.